Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The daughter of the patient reported that the implantable neurostimulator (ins) is "fixing to die" since (B)(6) 2016. It was confirmed that they were referencing battery depletion, and that the ins has only lasted 3 years/depleted faster than expected. Follow up with the healthcare provider (hcp) is to be conducted. There were no patient symptoms alleged and a replacement surgery is scheduled. The patient's indication for implant is parkinson's dual and movement disorders.